Event description:
It was reported the customer had a blank display after inserting a new battery. Customer also reported a battery out limit alarm occurred after. Customer's blood glucose was 229 mg/dl. The customer stated there was no damage present on their insulin pump. The customer also stated the battery compartment and spring is neither damaged or corroded. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.